Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately 50 days post port placement via the subclavian vein, the port allegedly had crack. It was further reported that port system was removed form patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Two medical images were provided and reviewed. Gross visual, microscopic observation and functional testing evaluation were performed. The investigation is confirmed for the reported fracture and identified deformation due to compressive stress and naturally worn issues as a partial circumferential break was noted approximately 5.2cm from the distal end of the cath-lock. The edges of the partial circumferential break appeared mostly rounded and smooth and some regions appeared partially worn. Upon infusion of the port body with attached catheter segment, a leak from the partial circumferential break was observed. Aspiration of water into the syringe was attempted but was unsuccessful; only air was aspirated. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifty days post port placement via the subclavian vein, the port allegedly had crack. It was further reported that port system was removed form patient. There was no reported patient injury.